Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the damaged cannula or to determine if it could have contributed to the reported hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level rose to 500 mg/dl while wearing the pod. It was reported that the cannula was defective, which caused their blood glucose level to rise. Multiple good faith effort attempts were made, but no additional information was received. This report captures the second pod with reported defective cannula. First pod is captured under insulet report ref number (B)(4).